Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted to reach out and give a heads up that there was an arctic gel pad failure overnight when there was an attempt to initiate therapy. Troubleshooting included checking all connections and calling the help line. It was determined that the valve within the pads likely malfunctioned and was not loading the pads. An rls was completed, and they had sequestered the pads to send to the company for assessment. A second pair of pads was opened and was functioning appropriately.

Event description:
It was reported that they wanted to reach out and give a heads up that there was an arctic gel pad failure overnight when there was an attempt to initiate therapy. Troubleshooting included checking all connections and calling the help line. It was determined that the valve within the pads likely malfunctioned and was not loading the pads. An rls was completed, and they had sequestered the pads to send to the company for assessment. A second pair of pads was opened and was functioning appropriately. Per follow up information received via phone on 21nov2024, it was reported that they spoke with rn, who confirmed the pad was replaced and therapy completed. Pads were adult large. Stated this pad has already been returned to bd but could not provide shipping information or when this pad was sent.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted to reach out and give a heads up that there was an arctic gel pad failure overnight when there was an attempt to initiate therapy. Troubleshooting included checking all connections and calling the help line. It was determined that the valve within the pads likely malfunctioned and was not loading the pads. An rls was completed, and they had sequestered the pads to send to the company for assessment. A second pair of pads was opened and was functioning appropriately. Per follow up information received via phone on 21nov2024, it was reported that spoke with rn, who confirmed the pad was replaced and therapy completed. Pads were adult large. Stated this pad has already been returned to bd but could not provide shipping information or when this pad was sent.